Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered seven inappropriate shocks for what appeared to be t-wave oversensing. Additionally, the patient was scheduled for a lead revision that was not completed due to unforeseen external circumstances. However, the patient had a physical exam, and therapies were turned off. The patient will continue to be monitored. This crt-d remains in service. No additional adverse patient effects were reported.